Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission indicated high right ventricular (rv) lead thresholds. Additionally, the lead had decreased sensing and dislodgement was suspected. It was noted that the patient¿s pain was during rv pacing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.